Manufacturer narrative:
(B)(4). Brief description of complaint: the distal portion of the plastic tip was melted during surgery. The physician found the plastic part of cutting head melted after he completed the procedure. Analysis conclusion: complaint confirmed: the plastic housing is melted and > 33% of the wire square is exposed and the electrode wire has minimal support from the housing with deformation, which fails to meet the acceptable damage requirements. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the plasmablade device tip melted. The was no injury to the patient.